Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient developed first degree heart block and was treated with transvenous pacing (tvp). Four (4) days after the implant the patient developed complete heart block and a permanent pacemaker (ppm) was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the patient's weight was (B)(6), initials and gender was also obtained.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.